Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. The explanted ipg will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.